Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Radiographs were taken in 2009 that showed radiolucent loosening of the ulnar component with lucencies. Visual evaluation of the returned component found no evidence of abnormalities.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed october 13, 2009.

Event description:
It was reported that patient underwent total elbow arthroplasty in 2003. Subsequently, patient was experiencing pain and numbness and a revision procedure was performed in 2009. The humeral stem was found to be fractured upon revision. The ulna component was also noted to be loose. The components were removed and replaced.

Event description:
It was reported that patient underwent total elbow arthroplasty in 2003. Subsequently, patient was experiencing pain and numbness and a revision procedure was performed in 2009. The humeral stem was found to be fractured upon revision. The components were removed and replaced.